Event description:
It was reported that the patient underwent gynecological procedure to treat stress urinary incontinence on (B)(6) 1998 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including surgery on (B)(6) 2006 (and sparc and perigee were implanted) and on (B)(6) 2007 (and apogee mesh was implanted). No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, and recurrence. It was reported that the patient underwent mesh revision/removal in (B)(6) 2012. (B)(4).